Event description:
It was reported that when the intraocular lens (iol) was loaded, the surgeon observed that one of the haptics was broken. No patient injury was reported. Through follow ups it was confirmed that the trailing haptic was caught in the cartridge and broke. The intraocular lens (iol) had to be removed / cut out from the eye and another lens was inserted instead. Account provided that the procedure was delayed by 20 minutes and no secondary procedure was required. No further information was provided.

Manufacturer narrative:
Pt info: information unknown/not provided. (B)(6). If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The material was returned, the following sections have been updated accordingly: additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: 14 january 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned for evaluation. The lens was received cut in half with a detached haptic. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.